Manufacturer narrative:
Additional information is pending regarding the lead status. Should additional information become available this investigation will be updated.

Event description:
It was reported that this left ventricular lead exhibited high out of range pace impedance measurements in all sensing vectors with bipolar and unipolar configuration through the pacing system analyzer (psa) during the implant procedure. In addition loss of capture and high amplitudes were noted. The lead was replaced with a competitor lead. Technical services (ts) provided a response regarding this case and had additional questions for the boston scientific representative. Ts discussed returning the lead for analysis to determine the root cause of the reported observations. No adverse patient effects were reported. The lead was disposed by the physician and will not be returned.